Event description:
It was reported that the left ventricular (lv) lead exhibited lead fracture. This lv lead was partially removed and surgically abandoned. No other information was provided. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.